Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The inside of the tampon falls apart-vagina [foreign body in reproductive tract]. The inside of the tampon falls apart [device breakage]. Inside of the tampon falls apart when trying to remove [complication of device removal]. Consumer reported via email that the inside of the tampon falls apart during removal. No serious injury was reported.